Manufacturer narrative:
(B)(4).batch # n56h5v. The sc60 device was received for analysis with the clamping mechanism damaged and with an ecr60d cartridge reload loaded on the device. The reload was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that after a thoracoscopic resection of the upper right lobe of the lung procedure, after second firing, the surgeon wanted to change the reload, found could not open the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.